Event description:
It was reported that during a surgical procedure at the user facility that the trigger would stick. During testing conducted at the manufacturer facility run-on was observed. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.